Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and single board computer were replaced and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently was not booting up correctly. There is no report of patient injury.